Event description:
Alcon ladarvision 4000 excimer laser malfunctioned during surgery.pt underwent lasik surgery on both eyes. During the procedure on her right eye the excimer lase malfunctioned. The laser broke down in the middle of the procedure on right eye. The flap had been cut and lifted and pt was staring at the flashing red light. Pt thinks the laser worked for several seconds at least. Then there were some clicks, snapping noises, a small hissing sound, and silence. Pt was sent home with eyedrops and goggles. At time of second surgery on right eye dr noted the appearance of swelling. Subsequent procedure(s) swelling of eye and face, redness and or burn to right side of face and blistering of right eye and blurred vision was noted. Apparent attempts to communicate with alcon by dr were unsatisfactory.